Event description:
It was reported that, during a laparoscopic myomectomy, the tip of the device broke. X-ray was performed and the broken piece has been retrieved. No pieces left into the patient. The surgeon commented that there is a possibility that there was too much pressure on the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: there was no change(example: additional wound or additional port hole) in procedure when taking out the broken piece. The broken piece will be returning with the device. The patient is stable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 5/19/2022 d4 batch #: v94v05 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps03 device was received with the electrode tip broken off from the shaft. The broken piece was returned complete with the device. In addition, the shaft sheath was damaged. No further functional analysis could be performed due to the device receiving condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be drawn as to what caused the tip to break off. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2022. This is an analysis for an image submitted to ethicon endo surgery for evaluation. Detached electrode tip with welds fully intact. Image: the image provided by the customer shows an probe shaft with the electrode tip detached. A closer look to the electrode tip area the welds fully intact. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the eps03 device was received with the electrode tip broken off from the shaft and returned. In addition, the shaft sheath was damaged. No further functional analysis could be performed due to the device receiving condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be drawn as to what caused the tip to break off.